Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods requiring change of protection every half hour") and haemorrhagic anaemia ("severe anaemia at 9.3 g/dl") in a female patient who had essure (batch no. E71801) inserted. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown and the haemorrhagic anaemia was resolving. The reporter provided no causality assessment for haemorrhagic anaemia and menorrhagia with essure. The reporter commented: the incident started to occur two and a half months after placement of the inserts and recurs every month. Also the severe anaemia was lower since then. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced menorrhagia ("haemorrhagic menstrual periods requiring change of protection every half hour") which started about three months after essure insertion. Another three months later she additionally suffered from "severe anaemia at 9.3 g/dl," regarded as haemorrhagic anaemia. The consumer is scheduled for essure removal. The reporter provided no assessment of the causal relationship between the events and essure. Both events are serious due to their medical significance and menorrhagia is anticipated while haemorrhagic anaemia is unanticipated in essure's reference safety information. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. In this case an anemia was additionally reported. It was regarded as haemorrhagic anaemia due to the fact that it occurred three months after start of the haemorrhagic menstrual periods. Given the nature of menorrhagia, a compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. As complication of menorrhagia, haemorrhagic anaemia is also assessed as related to essure. This case was regarded as incident since device removal will be required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2017. The most recent information was received on 01-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods requiring change of protection every half hour") and haemorrhagic anaemia ("severe anaemia at 9.3 g/dl") in a female patient who had essure (batch no. E71801) inserted. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown and the haemorrhagic anaemia was resolving. The reporter provided no causality assessment for haemorrhagic anaemia and menorrhagia with essure. The reporter commented: the incident started to occur two and a half months after placement of the inserts and recurs every month. Also the severe anaemia was lower since then. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4) ) on 03-may-2017. The most recent information was received on 21-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods requiring change of protection every half hour") and haemorrhagic anaemia ("severe anaemia at 9.3 g/dl") in a female patient who had essure (batch no. E71801) inserted. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown and the haemorrhagic anaemia was resolving. The reporter provided no causality assessment for haemorrhagic anaemia and menorrhagia with essure. The reporter commented: the incident started to occur two and a half months after placement of the inserts and recurs every month. Also the severe anaemia was lower since then. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 403 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.